Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Bg value not provided. Customer consumed carbohydrates to address bg. The customer declined to provide additional information regarding the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.